Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effects of tissue damage, mitral regurgitation and dyspnea are listed in the mitraclip ntr/xtr instructions for use (IFU), as known possible complications associated with mitraclip procedures. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue damage appears to be due to reported slda. Additionally, the reported mr and dyspnea were the cascading effect of the reported tissue damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 3 degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to less than 1. On (B)(6) 2020, the patient was re-hospitalized due to progressive dyspnea. Echocardiogram revealed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to 4. Leaflet injury was noted. On (B)(6) 2020, a second mitraclip procedure was performed. Two xtr clips were implanted, reducing mr to 2. No additional information was provided.